Manufacturer narrative:
The user facility reported that no devices had been passed through the biopsy port of the bioshield prior to the reported events. The devices subject of the reported event were not returned; however, the distributor returned several unused devices from the same lot. Examination and dimensional checks of the returned devices found them to be within specifications. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "exposure to bodily fluids may occur during connection or disconnection of these devices; adherence to body substance isolation protocols is the responsibility of the user. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." The distributor provided in-service training to the customer and attempted to recreate the reported event with the customer without success. No additional issues have been reported.

Event description:
The distributor reported multiple instances of the cap of the bioshield irrigator opening during procedures, resulting in liquid being projected from the biopsy port. No harm to patients or users was reported.